Event description:
Event 1 [date redacted] lot: g4173172. During prep of the ultrasound catheter, the was an error message. The catheter was removed and replaced with no harm to the patient. Event 2 [date redacted] lot: g4175334. There was a defective connector on the ultrasound catheter. The catheter was removed and replaced with no harm to the patient. Manufacturer response for ultrasound catheter, 10fr x 90cm soundstar eco diagnostic ultrasound catheter (per site reporter). Mfg [manufacturer] notified by site.